Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 363mg/dl. The customer disconnected from the infusion site, filled the tubing, and did not observe any drops of insulin exit from the end of the tubing. A cartridge and infusion set change was performed to resolve the issue. Insulin delivery was resumed.